Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are still peeing a lot and they don't know how to adjust the stimulation. Patient stated the stimulation is uncomfortable for them and the sensation is all in their rectum area and at times they get a surge like a needle is going in there. Agent asked patient if they felt the stimulation around their bicycle seat area and patient confirmed. Patient also stated the therapy is not working at all and they are peeing all the time. Agent also mentioned that the permanent device may take up to 2 weeks for patient to start noticing symptom changes. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2025-05-12. They reported that patient was still peeing a lot and feeling the uncomfortable, shocking pain in their rectum when lying down. The patient reported having muscle spasms and adjusted the therapy. The patient has a follow-up appointment with hcp on thursday.